Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of central lumen occluded is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via the patient's right femoral artery using the sheath with the sidearm. After insertion they were unable to draw back on the central lumen. The md suspected a kink in the central lumen. He was able to put a spring wire guide (swg) in and reposition the iab so that was not the case and subsequently still could not draw back through the central lumen. The iab was discontinued and replaced. There was no reported patient death, injury or complications. It is unknown if there was a delay / interruption in iabp therapy. Medical / surgical intervention was not required. The second iab was inserted into the same insertion site. Additional information received by the sales representative stated that there were no patient complications and there was no mention of torturous vessels.

Manufacturer narrative:
(B)(4) sample will not be returned for evaluation.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via the patient's right femoral artery using the sheath with the sidearm. After insertion they were unable to draw back on the central lumen. The md suspected a kink in the central lumen. He was able to put a spring wire guide (swg) in and reposition the iab so that was not the case and subsequently still could not draw back through the central lumen. The iab was discontinued and replaced. There was no reported patient death, injury or complications. It is unknown if there was a delay / interruption in iabp therapy. Medical / surgical intervention was not required. The second iab was inserted into the same insertion site. Additional information received by the sales representative stated that there were no patient complications and there was no mention of torturous vessels.